Manufacturer narrative:
F10. Medical device problem code, initial report: inadvertently used wrong code instead of a072201. H6. Investigation findings, initial report: inadvertently used wrong code instead of c0203 h6. Investigation conclusions, initial report: inadvertently used wrong code instead of d14.

Event description:
It was later reported that the explanted lead was discarded.

Event description:
It was reported that the patient had a battery replacement due to battery depletion. Their battery was unable to check impedance prior to replacement since it was depleted. Once a new generator was implanted, high impedance was seen. The lead was also replaced, and impedance was within normal limits. Since the original battery was depleted and unable to be interrogated, it is likely that the high impedance would have been seen on this generator too. No other relevant information has been received to date. Suspect device has not been received by the manufacturer to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.